Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the e433 permanent reboot/ temporary failure error causing the computer to restart was strong voltage peaks may occur at the output transformer of the generator board, which can destroy the transformer, there is a chain of protection diodes (tvs diodes) on the relay board, which are supposed to suppress these voltage peaks. They can be configured for three different voltage ranges. When the esg-400 is started, this diode chain is checked for short circuit (short) or high impedance (open) under various conditions. The error message e433 occurs when the effective value of the output signal falls below the specified limit, which normally indicates a low-impedance diode chain. For safety reasons, the esg-400 will then be restarted. If the cause of the error remains, unlimited permanent restarts may be the result. Please note that the unit is then no longer ready for use. Kindly note that it is theoretically possible that when error message e433 occurs, error message e460 may also occur. However, the checks for the output of e433 are carried out before the checks for e460. It should be mentioned that a restart of the generator is the consequence in both cases. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found no other faults other than what was reported in b5. Follow up the user facility is currently being performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the electrosurgical generator esg-400 experienced an e433 permanent reboot/ temporary failure error causing the computer to restart. The issue occurred during an unspecified procedure. There were no reports of patient harm.